Event description:
Adverse event(s): "central infiltrative keratitis" (keratitis). Product problem(s): "none reported" (no information). On (B) (6) 2010, an optometrist reported she diagnosed ten patients with central infiltrative keratitis following the patients' use of this product. She stated she prescribed the patients an ophthalmic antibiotic and corticosteroid combination suspension. The optometrist reported she switched the patients to one day disposable contact lenses and their symptoms have resolved.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provided a lot number or any identification traceable to the manufacturing documentation. Additional information was requested via phone on 03/10/2010, 03/11/2010, 03/24/2010, and 03/25/2010; via e-mail on 03/02/2010; via mail on 03/03/2010. Additional information has been requested from the optometrist. (B) (4). (B) (4).